Event description:
The current functionality of the syngo (formerly the novius) radiology information system (ris) version 28.0 system relating to the display of patient allergies is a patient safety concern. There is a "patient information" screen which has a section titled "allergies" where only one of the patient's allergies is appropriately displayed. Therefore, if the patient has more than one allergy, some of the allergies simply are not indicated on that screen. Furthermore, there is no indication that the information is incomplete, which portrays an inaccurate picture of all the patient's allergies. We find this to be a serious safety issue because a user could look at that screen and believe they have seen complete allergy information, and then deliver an agent that is contraindicated due to allergy.